Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised because the locking ring disassociated from the liner and the pt dislocated. It was reported that the pt had no abductor muscles. It was also noted that the ards on the new liner were bent during impaction; however, the surgeon bent them back into shape and implanted the liner successfully.